Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the main circuit board revealed a leaky super capacitor while visual inspection of the pneumatic block revealed contamination. Review of the device data logs revealed an internal battery degraded warning alarm and an error message (sf101) related to pressure measurement. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarm was due an isolated component failure within the device battery assembly while sf101 was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective main circuit board and pneumatic block. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. An initial evaluation revealed water in the pneumatic block and capacitor leaking on the main circuit board. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device had a defective main circuit board and pneumatic block. There was no patient harm or a serious injury reported as a result of this incident.